Event description:
It was reported that the patient presented for an implant procedure. It was noted during the procedure that a curved j stylet could not be inserted into the lead. The lead was exchanged. The patient was stable.

Manufacturer narrative:
The reported event of stylet failure to advance was confirmed. A complete lead was returned in one piece with stylet found partially inserted inside the lead. The stylet could not be fully inserted inside the lead due to clogged blood inside the inner coil at the distal region of the lead. The cause of reported event was isolated to the inner coil being clogged with blood.